Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tpsa result was 0.517 ng/ml. The sample was tested on another cobas e411 analyzer with a result of <0.002 ng/ml. The sample was then retested on the original analyzer with a result of <0.002 ng/ml. The initial result was released outside of the laboratory. The initial result did not match the clinical picture of the patient as the patient had undergone a total prostatectomy operation. The tpsa results of <0.002 ng/ml were deemed to be correct. There was no allegation of an adverse event. The tpsa reagent lot was 291528 with an expiration date of "mar-2019." The field engineering specialist was unable to find a root cause. He exchanged the measuring cells and the pinch tubes. He cleaned and checked the analyzer. Calibration and control testing was performed showing that the analyzer is operating without problems. Further investigation of the qc data provided showed that all results were acceptable with no clear signs of an issue. The investigation is currently ongoing.

Manufacturer narrative:
Based on the data provided, a general reagent problem is excluded. The investigation was unable to find a definitive root cause.